Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding their implanted neurostimulator and their controller reporting that they were having issues charging their implant and the issue began a couple weeks ago. Patient stated that the implant battery would not go down or anything and this morning they woke up and saw a message that said to replace the battery soon. Patient also mentioned that the controller battery would never go down and if it did go down, it would only go down 10%; patient was very confused when describing implant and battery pack depletion. Patient mentioned that they would walk around all day and everything and the controller would go down but the implant would not. Patient noted that the stimulator does not work like when they first got it and they are not getting any relief. Patient stated the implant battery used to decrease quicker than it does now and they were not feeling much relief on their legs; patient added they were on group b but switched to group a a couple days ago because they weren't feeling anything. Patient reported the stimulation was shutting off on its own randomly and would say the stimulator is off. Agent walked patient through an ac power reset of the controller. Patient confirmed that there was no damage to the recharger. Patient then started a charge session to their implanted neurostimulator and was able to start charging with excellent quality. The controller battery was at 100% and the implant was at 60%; patient added it usually doesn't work this way and the implant doesn't go down. Agent reviewed the error message with the patient. Agent redirected patient to managing hcp for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.